Manufacturer narrative:
The reagent lot number is 794699. The expiration date was not provided. The field applications specialist (fas) inspected the module and found a fair amount of dust on the module. They also saw one of the rinse nozzles discolored which could not be removed by cleaning. They also found precipitation in the sonic wash station. The customer said they clean the sonic wash station weekly but the precipitation returns more rapidly than their two other cobas pro analyzers. The fas also noted that the qc results of this reagent pack were within specifications. They performed a 21-run precision check using the reported patient sample and the result was a coefficient of variation (cv) of 0.94%. The cell blank results were within specifications. The investigation is ongoing.

Event description:
The initial reporter received questionable crej2 creatinine jaffé gen.2 results from two samples from the same patient tested on the cobas c 503 analytical unit. On (B)(6)2024: the initial result of the first sample (in a heparin tube) from the analyzer was 85.3 umol/l. On (B)(6)2024: the patient went to another facility for a checkup. The result of the patient's second sample (in a heparin tube) from an abbott analyzer was 117.24. The repeat result of the first patient sample (recentrifuged heparin tube) from the analyzer was 137 umol/l. On (B)(6)2024: reruns were performed using the patient sample in an ethylenediaminetetraacetic acid (edta) tube. The repeat result from the analyzer was 99.4 umol/l. The repeat result from the analyzer was 101 umol/l. The repeat result from the abbott analyzer was 88.55 umol/l. The repeat result from the abbott analyzer was 91.46 umol/l.

Manufacturer narrative:
The field service engineer replaced the cracked sonic wash station. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue. The cause of the event could not be determined.